Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was aborted, and the patient was moved to another system to complete the procedure. The customer did not request philips service for this event. A philips field service engineer (fse) called the customer to get information. The problem was caused by the small focus of the x-ray tube. However, the customer did not request repair service. After restarting the system, the system was returned to normal use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.